Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : the customer evaluated the device.

Event description:
It was reported that the defibrillator had an unspecified malfunction with battery related error messages. There was reportedly no patient involvement.

Event description:
It was reported that the defibrillator had an unspecified malfunction. There was reportedly no patient involvement.